Event description:
During use on a pt, a ventilator did not activate any alarm when breathing circuit was accidentally disconnected from pt. It was found that a caregiver did not set alarm appropriately as stated in manual when use with the specific setting. Pt's setting on ventilator is spantaneous mode, peep 3, and trigger 2. (Please also refer to the attached newport clinical bulletin explaining how to set alarm appropriately.)